Event description:
It was reported that during the implant attempt, the lead was positioned successfully, but tested poorly. The lead was then repositioned, and the helix would not deploy. The lead was removed and tested, and the helix deployed and retracted successfully. The lead was then attempted again, and the helix would no longer deploy. The lead was not used, and another lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned and analyzed. The helix was found to be disengaged from the helical channel. Blood/body fluid was found on the distal conductor (not obstructed), and blood was found in/on the helix/lobe mechanism and the helix/lobe mechanism (sleeve head). The inner tubing was kinked/buckled, and there was a tip seal observation.